Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with blood glucose levels above 600 mg/dl. Prior to the event, the customer did not treat with a manual injection or change the infusion set, which she had been wearing for five days. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Advised the customer to change the infusion sets every two to three days. Nothing further was reported.